Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 21-jul-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c68800. It was reported that essure was inserted with part of the delivery catheter stuck in the insert. The event happened in the operating room. There was no cause related to the patient which could explain the event. Bilateral placement was performed. No further information available at the time of this report. Follow-up received on 03-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product technical issue. In addition, the ae case refers to a usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c68800; production date: 30-jun-2014; expiration date: 30-jun-2017. Failure mode/mechanism the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 28-jul-2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, a part of the delivery catheter stuck in the insert. The reported event, regarded as breakage of essure catheter, was considered non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, limited information was provided. Follow-up information will be requested in order to clarify the event. Nevertheless, considering it occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Updated product technical complaint (ptc) investigation and final assessment were received on 14-oct-2015. Sample received on 03-sep-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, the micro-insert was stretched and broken. The outer coil and ball tip were missing. The delivery catheter appears normal. All IFU steps were completed as evidenced by the location of the delivery wire holder within the handle assembly. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter and/or micro-insert and/or introducer breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The adverse event case refers to a usability issue and a misuse. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The provided complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-oct-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, a part of the delivery catheter stuck in the insert/implant broke in the middle. The broken pieces were retrieved from uterus and patient recovered. The reported event, regarded as device breakage, was considered non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, essure insertion was difficult. The device broke and physician had to cut it. Considering the reported device breakage occurred in association with a complicated essure procedure, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. In this case, the provided complaint sample was investigated. As received, the micro-insert was found stretched and broken. The technical analysis was unable to confirm any quality defect or device malfunction. Based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Follow up information received from the physician on 24-aug-2015: according to the reporter, device breakage was diagnosed during placement procedure; the implant broke in the middle. Tubal catheterization was easy; but at the time of the implant release, delivery catheter did not separate correctly. The surgeon had to exert force on it with pliers but the proximal marker was draw out and needed to be cut. The broken pieces were retrieved from uterus. The instructions in the IFU were followed (no deviation from the insertion procedure as described in the IFU). Essure was not removed. The patient recovered on (B)(6) 2015. Nca reference number ((B)(4)) was provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-aug-2015 for the following meddra preferred term: device breakage.the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure, a part of the delivery catheter stuck in the insert/implant broke in the middle. The broken pieces were retrieved from uterus and patient recovered. The reported event, regarded as device breakage, was considered non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, essure insertion was difficult. The device broke and physician had to cut it. Considering the reported device breakage occurred in association with a complicated essure procedure, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.